Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4) - this lead dislodged, again, the day after the revision for the first dislodgement. The lead was then, again, revised and it remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
The patient went to the emergency room with shooting pain to the left shoulder. This lead was found to be dislodged. On (B)(6) the lead was revised, but it dislodged again the next day. Another revision was performed and the lead currently remains actively implanted at this time. Should additional information become available, this event will be updated.